Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 for a gastrointestinal (gi) bleed. The patient complained of dizziness and weakness.

Manufacturer narrative:
Manufacturers investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support and no further issues have been reported. The hm3 IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2018 during the patient's 540 day post-procedure check in that the patient had begun to have diarrhea and dark stools 3 days prior. A stool culture was positive for clostridium difficile (c. Diff) and the patient was treated with vancomycin. The patient stayed in the hospital without further events and was discharged in stable condition to rehab on (B)(6) 2018.